Event description:
Per ms&s and speaking with physician, doctor reported a pt who developed an "impressive" contact dermatitis to a powerpicc sv catheter placed last fall. Physician reported that a patch test was done on the patient's back with a piece of the catheter on (B)(6) 2015 to see if it was the tape or the actual catheter causing the contact dermatitis. Doctor reported that there is an alleged u-shape left on the patient's back from the catheter.

Manufacturer narrative:
A lot history review (lhr) of rex10167 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR for eval, as the device was discarded after the event occurred.